Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4).

Event description:
It was reported that guide wire tip detachment occurred. The target lesion was located in the posterior tibial artery. A 300cm v-14¿ controlwire® was advanced to the lesion. However, during advancement, the tip of the wire came off in the patient. The dislodged tip was left in the posterior tibial artery as it was too small and was not of any clinical significance. The risks of attempting removal outweigh the benefits. Despite this, the procedure was completed with this device. No patient complications were reported and the patient's status was fine.